Event description:
It was reported that the shock impedance was out of range at 129 ohms. There was no lead noise and the patient was zero percent paced. It was planned to continue to monitor the patient. The implantable cardioverter defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.